Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was unable to acquire an ECG signal. There was no patient involvement.

Manufacturer narrative:
Note that the original product number was incorrectly entered into the complaint by the complaint initiator. During the investigation, the correct product number was determined and this complaint has been deemed to not be a reportable event. The product number has been updated from (B)(4) (heartstart xl) to (B)(4) (xper flex cardio).

Event description:
It was reported to philips that the device was unable to acquire an ECG signal while using a simulator. There was no patient involvement. The fse replaced the customer's ethernet cable to resolve the issue. The ethernet cable is the customer site's source for internet connection and there was no malfunction of the philips device or the philips cable.